Event description:
A pt was in an intensive care unit (ICU). Catheter troubleshooting was being attempted at the ICU. The drug used in the pump at the time of the event was lioresal. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).